Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and multiple pump error alarms are found in the formatted history file due to a software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify low battery alarms due to critical pump error (open book image) alarm. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump had depleted battery life even after troubleshooting. Customer's blood glucose value was 287 mg/dl at the time of the incident. Insulin pump was returned for analysis.